Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. The guide wire was not returned for evaluation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of the manufacturing records found no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped possibly by the lesion. As the coils become elongated, the coils were gathered distally; the distal wire turned out to be undulated due to the gathered coils. Undulation of the distal wire was assumed to be the cause of difficulty in removal. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] removal difficulty of guide wire, breakage of the guide wire.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. An asahi guide wire was advanced and used; however, difficulty removing the guide wire was felt. The physician tried several times and then passed a non-asahi 1.2 x6mm balloon dilatation catheter over the wire. Small inflations at 1-2 atmospheres with the balloon catheter were performed to help remove the guide wire. Once outside the patient anatomy it was noticed that the distal portion of the guide wire was stretched and very elongated. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The returned guide wire had its coil wire elongated for approximately 15mm from the distal-mid solder set at 25mm from the wire tip. At the distal end of the elongated coil wire, a ball tip was attached; the coil wire remained in one piece. The core wire was found fractured at approximately 18mm distal to the solder. The distal segment of the guide wire was three-dimensionally bent. Proximal fracture end of the core wire was microscopically observed. The core wire was found bent proximal to the fracture end. The fracture end was twisted. These findings suggested that the core wire was wrenched off by torsion. Distal fracture end of the core wire was also microscopically observed. The core wire was found fractured at approximately 7mm proximal to the wire tip. As seen on the proximal fracture end, the distal fracture end was also bend and twisted. As it was reported, the reported difficulty in removing the guide wire was attributed to the anatomy. Based on the investigation outcome, it was presumed that torsion exceeding the product's design limit was continuously applied to the guide wire in an attempt to release the trapped guide wire. The coil wire was assumed to be elongated by tensile stress generated with wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] removal difficulty of guide wire, breakage of the guide wire.